Event description:
It was reported that the customer allowed the pump's battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer's blood glucose was displayed as "high"; although no specific value was provided. Customer drank water to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.